Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the x-ray generator circuit board was defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600 emi displayed an ma error and was non operational. There was no adverse pt involvement reported. There was no patient information reported.